Event description:
It was reported by the field clinical specialist (fcs) that during a transfemoral transcatheter pulmonary valve replacement procedure with a 26mm sapien 3 valve, the balloon on the 26mm commander delivery system (ds) burst in the j-hook upon delivery of the valve due to severe calcification of the non-edwards pulmonary conduit. The valve was successfully implanted. The balloon was re-sheathed as much as possible in the main pulmonary artery and brought back to inferior vena cava for full recapture. It was difficult getting burst back into the 26f gore dryseal sheath. The delivery system and sheath were removed as one unit. Upon removal, it was observed that the sheath tip was also inverted some. There was no injury to the patient. The patient is in stable condition. The degree of vascular tortuosity was mild.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was reviewed and the balloon exhibited both radial and longitudinal burst with flaring observed in the distal balloon wings. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on product evaluation. Available information suggests that patient factors (calcification) likely contributed to the event as event description indicated that the patient had severe calcification in the non-ew pulmonary conduit. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.